Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No save setting alarms or replace battery messages noted during testing. No unexpected low battery alerts noted in the pump trace download. Device trace download analysis confirmed the pump alarmed power error alarms and replace battery alerts. The power management tool confirmed power error alarms and replace battery alerts was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected and replaced battery now alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer states he changed his reservoir later gets a replacement battery alert, replaced the battery. Then got a power error detected. Customer states received a low battery alert prior to the replace battery now alarm .troubleshooting was performed for power error detected and explained the internal power source is unable to charge. Disconnect and clear alarm. The pump software version was 2.8. Advised to remove battery and monitor the notification light, the notification light did not stop flashing immediately. Advised the pump need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery .the insulin pump will be returned for analysis.